Manufacturer narrative:
Sales rep. Reports that a surgeon mentioned she has had 3 mesh exposures since she started using desara tv implants. She mentions that all have been spread out and not one after the other. Sales rep and surgeon were contacted for more information. Sales rep reports that the surgeon did not have lot numbers available or specific dates for the exposures. No further information is available.

Event description:
Sales rep reports a surgeon mentioning she has had 3 mesh exposures since starting use of desara tv implants. She mentions that all have been spread out and not one after the other. Sales rep and surgeon were contacted for more information. Rep states that the surgeon did not have lot numbers available or specific dates for the exposures. No further information is available.